Event description:
The customer reported that there was a precharge voltage error. There is no report of death or serious injury associated with the complaint. This error will likely prevent the system from booting, which would result in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.